Event description:
It was reported that during incoming inspection "found foreign matter in package."

Manufacturer narrative:
An evaluation was performed on (B)(4) 2014. Received two unused i.d. 6.5mm, catalog number: 61110065 endotracheal tubes with frosty balloons, fitted with pp connectors of corresponding sizes and tubes marked as per (B)(4) specification. Products fitted with pvc bullet valves with pilot balloons printed with sizes identification 6.5 mm and work order (B)(4). The samples were tested on (B)(4) 2014. The samples were inspected and the observations are as follows: 1 unit confirmed for foreign substance in package and 1 unit was confirmed for stain on product. Review of the assembly record did not reveal any signs of the associated defects detected during the 100% light test. Based on the analysis of the returned samples provided it was found that they did not meet out inspection criteria. However, this complaint issue has been investigated to address the confirmed complaint and documented in the CAPA system. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.